Manufacturer narrative:
(B)(4). Health effect - impact code - f1005 overdose. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values seven days after the sensor was inserted in the abdomen. The cgm reading was 300 mg/dl and the patient injected 8 units of unspecified insulin. Moments later, the patient experienced dizziness, shaking, and vision and ambulation changes. The patient checked the bg which was 46 mg/dl. The spouse called 911 and the patient was transported to the emergency department. The patient was treated by emergency medical service with unspecified IV fluids and carbohydrates. The patient was discharged 4-5 hours later when the bg was 143 mg/dl (no cgm value provided at that time). There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.